Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave over-sensing. Corrective programming changes were planned, but were note yet made. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.